Event description:
The customer reported that the device fell as a result of an incorrect mounted device. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device fell as a result of an incorrect mounted device. There was no pt harm reported. The product labeling (m2, m3 and m4 monitor m3046a measurement server m3000a measurement server extensions m3015a and m3016a, instructions for use, part number m3046-9260d, page 35) also clearly warns that ¿if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel.¿ this includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter would exclude the device from being used in monitoring pts and would not cause a safety risk. The problem was resolved by replacement of the m3 plast housing kit w/pen and label, w/sn ((B)(4)), m3 plast bezel irda interf (B)(6) ((B)(4)) and m3 flexckt link bar m3 ((B)(4)) which is considered as all that is warranted for this malfunction. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.